Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Medical records and x-rays were received and reviewed. All available x-rays were reviewed, and no evidence of anything indicative of a device nonconformance was found. From a medical perspective, based on the information available to be reviewed in the medical records, it is unlikely that the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pt complains of achy, pain, limping, burning/stabbing pain and grinding. The whole component came loose. Updates: patient's medical records were received and reviewed. Medical records indicate the patient was revised to address pain. Upon revision the patient's femoral component was loose and the tibial tray had subsided. Updated on: aug 15, 2014

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.